Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was able to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
D4: 00821925009271 the device was returned to olympus, testing and inspection found multiple instances of error 400.26 occurring. This error is generated when the turis electrode is attached and activated without the presence of saline or if there is an electrode connection fault. The device has been fully tested as per manufacturer's test procedures. The device passed all tests and full electrical safety tests in accordance with iec 60601. No fault was found with the unit. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during receipt inspection they observed several errors. There were no reports of patient harm associated with this event. The subject device was sent back to olympus for evaluation. During inspection and testing the following was found: error 400.26. This report is being submitted for the malfunction found during evaluation ( error 400.26).